Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked at an unspecified location of the clave y-site of the tubing set. Though requested, no additional info was provided, including if the tubing set was replaced and the therapy was initiated.